Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Event description:
It was reported that this implanted lead was part of system revision due to infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact and not severed. Visual inspection showed no visible notch next to the sense b electrode, and the setscrew marks were in the correct location on the terminal pin. The suture sleeve has been noted to have cuts, which indicate potential explant damage. The electrical continuity testing confirmed the conductor was intact, and a hipot test passed, indicating no electrical shorts between conductors. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.